Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found to trigger error 48402 in the logs. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The 30-degree endoscope was detected with rattling or noise from the housing and/or detected loose balls from the light emitting diode (led) windows. The 30-degree endoscope was disassembled and confirmed with dislodged desiccant balls inside the backend housing. The 30-degree endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone a near the integrated connector of the endoscope cable. Additionally, the 30-degree endoscope was visually inspected and found with mechanical damage to the distal tip.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the customer called the technical support engineer (tse) and stated that the camera was on arm 3 and sometimes the movement of the camera would be non-intuitive. The customer had to reseat the scope and then it would work normally. The procedure was completed with no patient harm.